Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had experienced ongoing high blood glucose (bg) levels (over 600 mg/dl) with ketones. Correction boluses and insulin injections were used to address the high bg level. The customer did not know the cause of the high bg. As the customer's current high bg (440 mg/dl) was dropping after the correction bolus, the contact declined tandem technical support's offer to troubleshoot.